Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. The customers blood glucose level was reported to be 170 mg/dl. Reportedly, the pump fell off bed and hit against night table on (B)(6) 2016, the touchscreen became cracked. It was indicated that the customer would use manual injections as alternate insulin therapy.